Event description:
It was reported that the therapy was never effective in treating the patient¿s symptoms. She was getting sick to her stomach literally every week and ended up in the hospital. In 2012, they found a blockage, which was the root cause of her problem, and she had surgery on the blockage. Ever since the surgery the patient had not had problems, which was why she no longer needed the therapy. The healthcare provider (hcp) had no additional information as the patient had not been seen since (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).